Event description:
The customer contact reported the pt received more medication than intended. A tubing set primed with propofol was loaded into the pump and attached to the pt's IV catheter. The pump was not turned on. Afer an unspecified length of time, the nurse noted that "most of the bottle" of propofol had infused to the pt even though the pump was turned off. The pt's respiratory rate, blood pressure, and oxygen saturation decreased to unspecified values.